Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned to the manufacturer for evaluation as well as medical records, and images were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence was provided. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model unknown g2 vena cava filter allegedly experienced detachment. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The patient's age, gender, and weight was not provided.